Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. While the patient was in recovery, cardiac tamponade was noticed. However, it was unknown by the caller how the tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition, after pericardial drainage. There¿s no information regarding extended hospitalization, patient¿s outcome, or physician causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. However, no further information has been made available.